Event description:
The account alleged that the hi/low function is drifting down very quickly.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.